Manufacturer narrative:
Section d4: the catalog number and UDI number were added. Section g1: the manufacturer information was added.

Event description:
It was reported that the blood glucose monitor was reading in the incorrect units of measure for it's intended distribution site. The nurse reported that the guide meter was reading in mmol/l instead of mg/dl and that the meter reading in the incorrect unit of measure was sent to the customer by mistake. The nurse noticed the wrong unit of measure right away and the customer did not use the meter. The correct unit of measure for france is mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.